Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, unexpected delivery of a ventricular tachyarrythmia therapy and the rv lead integrity alert triggered. It was noted beginning (B)(6) 2015, there were (B)(4) ventricular sic, ventricular tachycardia (vt) non-sustained (ns) and ventricular fibrillation (vf) detected episodes with lead noise oversensing and vf detected episodes with inappropriate shocks. During the week ending on (B)(6) 2015, the rv pacing impedance spiked to 4047 ohms up from a trend in the 600-800 ohm range, and impedances continue to be high. The rv lead integrity warning occurred on (B)(6) 2014 for sic >= 30 in 3 days and rv lead impedance variation in last 60 days.

Event description:
It was reported that the patient received multiple inappropriate shocks due to the implantable cardioverter defibrillator (ICD) detecting ventricular fibrillation (vf) as a result of oversensing on the right ventricular (rv) lead. It was noted a rv lead fracture was suspected as the rv pacing impedance was high and a lead integrity alert (lia) was triggered. In addition, no rv pacing was observed and the detection was programmed off. The patient was scheduled for rv lead replacement the following day. No further patient complications have been reported as a result of this event.